Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found the vacuum pump located in the back of the unit had a pin size hole on the top subsequently allowing water to leak out. The technician replaced the vacuum pump, performed scheduled preventive maintenance, ran a test cycle and confirmed the sterilizer to be operating properly. The sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their sterilizer. No report of injury.